Event description:
Boston scientific received information that the patient with this adapter exhibited noise, oversensing, and pacing impedances greater than 2000 ohms. A revision procedure was performed and the distal pin of this adapter was found to be bent at a ninety degree angle. The physician indicated he noticed the bed at the initial implant procedure; however, they thought it would function appropriately and decided to leave it implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation is currently in process. A follow-up report will be completed once the investigation is complete.